Event description:
The customer's father reported via phone call that the insulin pump alarmed button error after the customer had been at a theme park. The caller stated that the customer may have sweat or splashed on the insulin pump. The customer's blood glucose was 415 mg/dl. The customer's father stated that the customer's mother treated the customer with a back-up plan. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. No button error alarms noted during testing. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.